Manufacturer narrative:
Retainer ring = black customer complained about the insulin pump starts alarming now it's blank display and pump was wet (pool) found event date (B)(6), 2021. Device perform visual inspection and insulin pump received with cracked case corner of the belt clip rails near the battery compartment and cracked select button keypad overlay. The insulin pump was monitored for several hours and no blank display during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage were within specification range. No alarm or power anomalies on the event date. (B)(6)2021 low_battery at 12:53:00 am, replace battery alert 10:24:00 am and insert battery alarm at 10:38:57 am. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest due to constant pump error 37 alarm. Device was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator][or corroded battery tube]. Not confirmed blank display. Device received constant pump error 37 alarm due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The insulin pump was exposed to moisture. Customer stated insert battery alarm did not displayed on the screen. Customer stated contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.